Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned trial confirmed the post is fractured. Also noted several scratches, scuff marks, gouges and dents on the inferior side indicative of use. Sem analysis confirmed that the breakage appears to be due to overloading and was in a thin section of the item subject to interaction with other items during the surgical procedure; possibly repeated bending during use had weakened that area of the item. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a knee arthroplasty, the plastic piece that enables the vanguard trial post to stay in place was missing. It was discovered missing on the sterile field before the trial was assembled. The instrument was not used on the patient. No adverse events have been reported as a result of the malfunction.